Event description:
Cashmere 14 platinum microcoil 4 mm x 6 cm (src14040620/c14943) stretched within the echelon 10 microcatheter (details unknown). Patient death or serious injury did not occur as a result of the event. Additional medical intervention or medication was not required to prevent impairment or injury. The patient¿s present condition is fine. The target site was pcom with medium vessel tortuosity.

Manufacturer narrative:
A cashmere 14 platinum microcoil 4 mm x 6 cm (src14040620/(B)(4)) stretched during insertion through the echelon 10 microcatheter (details unknown) before exiting the microcatheter. The target site was the pcom artery with medium vessel tortuosity. Patient death or serious injury did not occur as a result of the event. Additional medical intervention or medication was not required to prevent impairment or injury. The patient¿s present condition is fine. An adequate continuous flush was reportedly maintained through the microcatheter throughout the procedure. There was resistance during advancement and withdrawal of the coil through the microcatheter. The same microcatheter was not used to complete the procedure. During removal, the coil and microcatheter removed as a unit and the entire coil was still attached to the delivery system. The device was returned for analysis, which found that the entire coil has been completely stretched except for the distal tip section. The coil¿s socket ring has been pushed down under the outer sheath. The coil unraveled out of the distal soldered section due to external force. This was caused by the coil being temporarily anchored during retraction. Located 122.0 centimeters off the proximal end of the microcatheter is a complete blockage. Flushing, ultrasonic cleaning, and a guide wire unsuccessful in opening this blockage, which consisted of a blood mixture (blood, contrast, and protein). No ovalization of the microcatheter inner diameter was found. The evidence as received strongly suggests that detached debris inside the microcatheter may have produced distal interference that temporarily anchored the coil. During retraction, the anchored coil was stretched. The returned echelon 10 microcatheter and the rotating hemostatic valve (rhv), by themselves, did not contribute to the complaint event. The debris that accumulated inside the microcatheter could have been due to a flushing that was not maintained or was inadequate. For optimum product performance and to avoid potential complications, the instructions for use (IFU) recommends, ¿to achieve optimal performance of the micrus microcoil system, it is important that a continuous infusion of an appropriate flush solution be maintained. Figure 2 illustrates the connections necessary for the micrus microcoil delivery system including a typical continuous saline flush set up with pressure bag for the catheter systems¿¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint is confirmed. However, based on the information obtained and the analysis of the returned device, there is no evidence that a corrective action is warranted at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. For concomitant medical products and therapy dates: echelon 10 microcatheter (details unknown); micrus coils (details unknown).